Manufacturer narrative:
Evaluation was completed on 12 october 2005. A failure code 812:02 was confirmed. Similar incidents have been received for this product. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence.

Event description:
The facility reported an infusion pump with a failure code 812:02. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.